Event description:
An attempt to advance a coronary stent with delivery system to the target lesion site in the pt's coronary native vasculature was unsuccessful due to severe anatomical tortuosities. The protective sheath was prematurely retracted in a second unsuccessful attempt to advance the sds to the target lesion site. Subsequently, the stent became dislodged from the balloon catheter and embolized within the coronary vasculature. Another MFR's balloon catheter was utilized to further dilate the target lesion and to retrieve the embolized stent. Upon withdrawal of the second balloon catheter, the stent was observed to be on the guidewire and was successfully retrieved from the pt's body. There were no further complications reported relative to this event.